Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 95 mg/dl. The customer was asked if she recalls any significant events leading to the alarms. The customer reponsed was wears in bra but nothing other than that. The customer insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.